Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. She was treated with rocephin and ciprofloxacin and the event resolved on (B)(6) 2015.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.